Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display anomaly noted. Unit passed displacement test and self test. However, unit received with high sleep and active currents due to corroded electronic assembly. The motor found with traces of corrosion per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 229 mg/dl at the time of the incident. The customer was assisted with troubleshooting and display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.